Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer was hospitalized due to high blood glucose. The customer's blood glucose ranged between 81mg/dl-703mg/dl. The customer was treated with IV drip. The customer was wearing the pump at the time of hospitalization. Customer declined to troubleshoot.